Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Customer had elevated blood glucose (bg) levels (340 mg/dl). Customer stated a bolus will be delivered to address elevated bg levels. Customer was able to clear the alarm and resume insulin delivery.